Event description:
It was reported that balloon rupture occurred. He 90% stenosed target lesion was located in the non-calcified right common femoral vein. After a 0.35 unspecified guide wire was crossed the lesion, dilatation was performed with a 18-6/5.8/75 xxl esophageal balloon. However, upon inflation at 5 atmospheres for 3 minutes, the balloon ruptured. The second 16-4/5.8/75 xxl esophageal balloon also ruptured after being inflated at 3 atmospheres for 2 minutes. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.